Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with a test monitor) was confirmed. Upon evaluation, the u725 processor was shorted on the pca board inside the distribution node (dn). The cause of the inability to communicate with a test monitor is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.